Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement. Additional information received from engineering analysis confirmed the code 1003 was triggered due to cold weather. The device battery had recovered and was cleared for implant. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received confirming that the code 1003 was triggered due to cold weather. This observation no longer meets the definition of malfunction as it was confirmed that the voltage recovered and was cleared for implant. Amending MDR decision to MDR=no report.